Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke symptoms remain unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: se 3005334138-2019-00521, 3005334138-2019-00522, 2182269-2019-00166. Following a hybrid atrial fibrillation ablation procedure, the patient experienced stroke symptoms. The patient experienced right sided weakness upon extubation. A scan was done which confirmed a clot in the brain that appeared to have broken up into many pieces. The patient was transferred to a different hospital for removed of the clot. The patient is unstable at this time.